Event description:
Reporter indicated, a vns pt had high lead impedance readings at an office visit. The vns was disabled. No adverse events have been reported, and the pt remains seizure free. The pt will be observed clinically with the vns disabled for now, and vns revision surgery is not planned at this time. Attempts for further information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.